Event description:
During review of programming history, it was noted that an interrupted system diagnostic test occured on (B)(6) 2010 that changed device settings. All settings were corrected at the time of the event except for the magnet on time. No adverse events have been reported as a result of this.

Manufacturer narrative:
Review of programming history.